Manufacturer narrative:
Patient information is not available for reporting. Date of event: date of postoperative plate breakage is unknown. Implanted/explanted date: unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a locking compression distal femur plate broke on an unknown post-operative date. Post-surgery the patient complained about pain and during x-ray control they detected the broken plate. Revision surgery was performed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 422.256. Synthes lot number: 8447027. Release to warehouse date: 27.may.2013. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Complaint is confirmed as we are able to confirm complaint description based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.